Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the pocket site was made shallow and the ipg was replaced.